Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The suggested phenomenon was confirmed. The foreign material could not be identified. Moreover, no deformation was observed at the foreign material residue point. Reprocessing was conducted in accordance with IFU. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).. Olympus will continue to monitor field performance for this device.